Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 11/25/2015. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted. It was reported that the patient underwent a laparoscopically assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, and cystoscopy with hydrodistention on (B)(6) 2011, due to right abdominal pain, pelvic pain and menorrhagia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted, concurrently with a bilateral tubal ligation. It was reported that following insertion the patient experienced urinary problems, and dyspareunia. No additional information was provided.